Event description:
Additional information was received. It was reported that normally, the device can turn off in case the battery is (over) discharged, in case of a power-on-reset (por), or when it is turned off manually using the handset/tablet. If left with enough charge, the battery will normally not turn off on its own. From the report we can unfortunately not see the data in between (B)(6) 2024, as the data only records the data in between the last two interrogation session. Therefore, no suggestions can be made on what caused the battery to turn off in (B)(6) 2024. From the report, the data from (B)(6) 2024 until (B)(6) 2025 is visible. From this data, there were no pors reported. However, within this timeframe there is one instance where the battery lost stimulation due to it being fully discharged ((B)(6) approximately 5:30am). The battery was recharged again roughly half an hour later, after which stimulation was manually turned on again around 6:30 am on the same day. This is the only instance from the report where we can see that stimulation was momentarily lost. In the last 6 recharge sessions, 1 instance (B)(6), where the ins battery level dropped to 6%. Other battery levels were kept around 30-40% when it was decided to charge the battery. Based on the low battery level of 6% in combination with the loss of stimulation due to a discharged battery in february, you could indeed propose to the patient to make sure the battery remains sufficiently charged at all times. This should normally allow for consistent therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's dbs was spontaneously switching off in august and similar incident occurred again last week. In checking the dbs, the healthcare provider (hcp) was unable to find anything that may cause the spontaneous switching off of the device. Both events occurred in different locations. The patient denied possible emi sources in the area. Review of the session report indicated that stimulation was turned off 7% of the time in august. On oct-27th, it was seen that the battery was charged from 0%, indicating the battery was depleted, which could explain the stimulation loss last week. The patient has not reported any side effects and is receiving sufficient therapy. The patient has not reported any change in recharge frequency although the patient was only recharging once a week. The patient was advised to recharge twice a week.